Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reason for return was dislodgement and loss of sensing. It was found that the lead inner coil was overtorqued and caused the insulation to collapse. It was also noted that there was a portion of the lead short circuited.

Event description:
It was reported that the lead dislodged during implant. The lead was repositioned but no sensing was noted. The lead was removed and replaced.